Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons get stuck and do not respond. Customer stated that they received no delivery alerts. Customer stated that insulin pump shuts off and then looses settings. Customer stated that belt clip of insulin pump was damaged. Customer stated that infusion set cannula was keep getting bent and material was decreased. No harm requiring medical intervention was reported. The device will not be returned for analysis.